Event description:
Additional customer response: the catheter broke at the end of the steel needle, which did not have a serious effect on the patient's body. The fragments have not been completely separated, but have caused blood exposure. The quality of the product was questioned due to the patient's visible fracture of the end of the steel needle, as well as the visible burrs and uneven ports at the end cap. The patient complained to the hospital and asked the hospital to conduct an in-depth investigation of the product. At present, the hospital has stopped using all the products, and asked our company to conduct quality inspection for the problematic products and give a corresponding reply letter, thank you.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 13 unsealed 22ga x 1.00in. Nexiva unit from lot: 3180979. Additionally, 4 photos were provided. One of the provided photos displayed a clinician holding a device with the catheter tubing circled just above the nose of the adapter. The photo showed the needle disengaged and what appeared to be some blood residue on the catheter near the nose of the catheter adapter, but it is unclear if the catheter was punctured or when/how the damage occurred. Based on the circumstantial evidence of blood residue on the catheter, the reported defect was confirmed. A visual inspection and a leak test were performed with the returned samples, but no damage was discovered. The reported nonconformance has been confirmed. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
E. Address character limit is exceeded: (B)(6). E. Facility name character limit is exceeded: (B)(6) hospital h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva single port catheter has a hole. The following information was provided by the initial reporter, translated from chinese to english: after the indwelling needle was successfully punctured, the catheter was found to be broken at the end of the steel needle.